Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had leakage at the hub. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 7006980; the lot number was built on afa line 1 from january 8, 2018 thru january 13, 2018. Packaged on packaging line 11 from january 10, 2018 thru january 15, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Received 89 unused iag 20ga units in sealed packages. There was 45 units in one dispenser and 44 unit in the other dispenser. Visual/microscopic examination: no cuts, holes, splits or the needle piercing thru the catheter tubing wall. No mechanical/physical damage to the outside threads, inside rim of the adapter or cracks in the body of the adapter. Water/air leak test: a lab-supplied male slip luer test fitting was connected to the end of each adapter. The water/air leak test was performed. No leakage was observed in any of the areas of the units. Conclusion(s): indeterminate ¿ the defect described in the incident report could not be confirmed or replicated with the returned unit.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had leakage at the hub. There was no report of exposure, serious injury or medical intervention.